Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l3-s1. It was reported that the setscrew cross threaded during placement in the bone screw. The inner threads of the bone screw stripped as a result. The set screw and rod were removed to replace the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.